Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow-up when externalized conductors were observed on the lead. The lead was capped and replaced during device upgrade. The patient is doing well and there were no complications following the procedure.